Event description:
During an af pfa procedure, it was noted that agilis 13f leaked blood during pre-mapping with diagnostic catheter. The same sheath was used to complete the procedure. There were no adverse consequences to the patient.